Event description:
It was reported that the ivus catheter was being removed from the coronary guide catheter. It was apparent that the imaging catheter was damaged. Upon further examination, you can see that the imaging section of the catheter pulled apart. All pieces of the catheter were removed from the body. The patient was not affected.